Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was further reported the patient experienced a ¿serious infection due to the minicaps which was contagious¿. The infection began approximately a month prior, and was manifested by dizziness, stomach issues, and diarrhea. The patient was treated with vancomycin and other unknown intraperitoneal medications. According to the reporter, the ¿did not recall seeing anything wrong¿ with the minicaps. Approximately, ¿2-3 weeks after starting the medication, they began feeling better¿; however, after discontinuing the medication the patient ¿began feeling sick again¿. The patient presented to the hospital and was ¿informed that the infection had progressed to other diagnoses that began with a "c". The patient was hospitalized and was ¿put on 125mg vancomycin capsules again but was still vomiting and feeling sick¿. Action with pd therapy was not reported. No additional information is available.